Event description:
During an in-clinic follow-up, noise resulting in oversensing episodes were observed on the right ventricular (rv) lead. Rv lead damage was suspected but it was not confirmed. No intervention has been completed. The patient is stable.